Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. Analysis of the internal logs of (B)(4) revealed that the cell pairs, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the batteries connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. This was possibly perceived by the patient as the reported "solid red light". Based on the available information, a possible root cause of the flashing red can be attributed to the batteries remaining on the battery charger for longer than 8 hours, possibly due to an overvoltage fault detected by the analog front end (afe) integrated circuit. Continuation of medical devices: dtba1d4 ICD implanted (B)(6) 2013; 419688 lead implanted (B)(6) 2013; 6947m62 lead implanted (B)(6) 2013; 407652 lead implanted (B)(6) 2013. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2018-08-31 UDI #: (B)(4) return date: 2018-02-08 mfg date: 2017-08-31(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries would not charge and would display a solid red light when placed on the battery charger. The batteries were exchanged. The two batteries were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.